Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. There was no device malfunction suspected. The explanted device was kept by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2023.